Manufacturer narrative:
The pacemaker and rv lead remained implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, it was noted that this pacemaker performed a lead safety switch due to the detection of an out of range pacing impedance measurement on the right ventricular (rv) lead. In addition, minute ventilation was disabled. There were also several episodes recorded due to noise oversensing, most likely due to the rv lead being in unipolar configuration after the lead safety switch occurred. Testing of the system found that although the pacing impedance measurements were in normal range, the rv pacing amplitudes were lower than expected and there was an increase in the pacing threshold measurements. Boston scientific technical services was contacted and a ts consultant discussed that the rv lead could be reprogrammed so that sensing was in a bipolar configuration while pacing was in a unipolar configuration. The programming changes were made. No adverse patient effects were reported as this patient does not require pacing in the ventricle.